Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, an elastic band was deployed. Reportedly, the additional bands were successfully deployed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.